Event description:
The pump battery was reported to be depleted. During pump battery change, the catheter was checked and found to have a hole in it. Once the catheter connector was attached good csf flow was achieved. The drug used in the pump was dilaudid and bupivacaine 20 mg/dl at a dose of 1 mg/day. The patient recovered without sequela.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.